Event description:
It was reported that during a coronary treatment procedure a drug eluting stent was implanted instead of a bare metal stent. The patient present with a myocardial infarction the night before the procedure. The physician asked for a liberte bare metal stent and was handed a 3.00x24mm taxus liberte stent, which was implanted. No patient complications were reported. Patient status reported as "ok". The error was identified at the end of the procedure when the physician was going through the notes. The patient was prescribed plavix.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.